Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced. The false messages were confirmed and were found to be caused by continuity across the upstream sensor crystals. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.

Event description:
During baxter's functionality testing of a spectrum pump, the devices displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.